Event description:
It was reported that on the date of this report the patient had used their patient programmer and noticed that the programmer quit working. The programmer battery was replaced, but the only light that was showing on the programmer was the green 9v battery light. The programmer had worn buttons, but no water damage. The patient had a loss of therapeutic effect and their tremors increase somewhat just about all of the time. The patient had noticed they were shaking a little more than they usually were and they had stimulation adjusted 4-5 times over the last 4 years prior to the date of this report. The implantable neurostimulator (ins) was supposed to work for the patient¿s left hand and they were taking drugs for their right hand. The drugs were not effective and the patient had stopped taking them about two months prior. The tremors in the right side had suddenly gotten worse when the patient had stopped taking the drugs, which was quickly noticed in the first 2 weeks. The patient¿s right hand had gotten worse. In the last 2 weeks, the patient¿s left hand had gotten worse. The patient thought the tremors in the left side could be affected by the lack of drug, but they were not sure. The patient had not seen their healthcare professional (hcp) in a year and was due to go and have therapy adjusted. It was confirmed that the therapy helped the patient and it was amazing. The patient¿s tremors seemed to be an increasing condition and the settings on the ins needed to be adjusted from time to time. An appointment with the patient¿s hcp was scheduled for (B)(6) 2015. Follow up with the patient¿s hcp indicated the cause of the event was not determined. The hpc stated the patient had cancelled the appointment and they stated the ¿va took care of it.¿ the patient later reporter that they received assistance from their hcp or a manufacturing representative and their concerns were resolved. The patient¿s ins was replaced on (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID 7438, serial # (B)(4), product type programmer, patient; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot # v386575, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot # v386575, implanted: (B)(6) 2010, product type lead; product ID 7438, serial # (B)(4), product type programmer, patient. (B)(4).